Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratches/damage on the ultrasound probe issue could not be determined, however, the issue was likely the result of physical stress during user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a crack in the rubber of the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the ultrasound transducer was damaged, and the glue layers were visible. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connector was cracked. The device evaluation found that the ultrasound transducer was damaged, and the glue layers were visible. Additional findings include the following: the up / down angulation knob lock was insufficient, the bending angulations were not to specification, the ultrasound connector was worn out, the objective lens had a stain / the adhesive was worn, and the device had third party maintenance (non-olympus wire). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.